Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot. The device was also received with blank display and constant tone alarm due to moisture damage on electronics. No delivery alarm was not verified, due to a blank display. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer had a no delivery alert on the insulin pump. The customer's blood glucose level was unknown mg/dl. The patient tried changing battery to resolve and got buzzing sound and couldn't get battery off and wanted replacement. The customer was advised after the troubleshooting was performed to disconnect the use of the insulin pump and revert to back-up plan. The patient was advised that the insulin pump will be replaced. The patient father stated that his son is using a back-up plant. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).